Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported; pt was implanted with a four hole dhs plate on a left femur with a per. Troch, and sub. Troch, fracture. On an unk date three of the four cortex screws broke. The plate was implanted at an unk regional hospital. Current surgeon noted the plate was used outside of the indicated use. Medical/surgical intervention was needed. This is 2 of 4 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received. Add'l info has been requested, investigation is on going.